Manufacturer narrative:
A review of the complaint was performed and it concluded that the device is operating within spec.

Event description:
The rptr indicated that after exposure to external defibrillation, the polarity had changed on its own from bipolar/bipolar to unipolar/unipolar in the atrial channel.